Manufacturer narrative:
A review of tickets was performed for architect total b-hcg reagent lot number 06106ui00. An investigation was performed for the customer issue and included a review of the complaint text, troubleshooting, a search for similar complaints, instrument service history review, and a review of product labeling. The ticket search found no complaints similar to this issue. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. Inhouse testing determined that the specificity performance is not negatively impacted. The overall performance of architect total b-hcg reagents in the field was reviewed using data gathered via abbottlink from customers worldwide and suggested that the performance of the lot is acceptable. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect total b-hcg assay lot number 06106ui00 was identified.

Manufacturer narrative:
There was no further patient information provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive architect total bhcg results one (B)(6) year old female patient. The results provided were: on (B)(6) 2020 initial total bhcg= 692.98 miu/ml (>or= 25.00 miu/ml=positive)/on (B)(6) 2020 retested=<1.2 miu/ml (<or=5.00 miu/ml=negative)/repeated same sample drawn on (B)(6) 2020=<1.2 miu/ml (negative). There was no reported impact to patient management.